Manufacturer narrative:
Manufacturer's investigation conclusions: cosmetic damage to the driveline¿s silicone sleeve was confirmed by an abbott technical services representative via photos provided by the account. The patient reported a minor cut in their driveline, approximately 19cm from the controller connector. Rescue tape was applied to the afflicted area and the patient remains ongoing on (B)(6). No further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a minor cut to their driveline about 19 cm from the system controller connector. The account stated it was due to the twisting and rubbing of the driveline. The account temporarily repaired the driveline with "silicon wrap rescue tape" to seal damaged part of the driveline. Pictures were reviewed by technical services and no further action was recommended at this time. No further information was provided.